Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.